Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) which ranged between 30-50 mg/dl due to physical activity while connected to the pump. Customer went unconscious and was assisted by emergency medical technicians (emts) and a police officer. Emts provided customer with glucose tables and icing which the customer consumed to treat bg level. Although requested, the customer did not upload the pump data logs for tandem technical support to perform a log review. Recommendation was made to consult with healthcare provider regarding diabetes management.